Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on 18 may 2020 a 13.7mm, vticmo13.7, -15.0/2.0/85 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) and removed within the same surgery due to a lens tear/break during injection/delivery into the eye, no patient injury. On (B)(6) 27 a replacement lens was implanted and it was reported that the problem was resolved, patient is happy.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial and dry. Visual inspection found the lens optic and haptic torn. Claim#: (B)(4).